Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 32-year-old female patient weighing 68.0 kgs. Underwent an unknown ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after some ablation had been performed during an accessory pathway procedure, a pericardial effusion was noticed. They reported that the patient experienced a drop in blood pressure. The pericardial effusion was confirmed by ice (intracardiac echocardiograpy). They reported that the medical intervention provided was a pericardiocentesis and 200 cc's of fluid were removed. The patient was reported to be in stable condition. The reason for the pericardial effusion was unknown. The procedure was able to be completed following the pericardiocentesis. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was stated the procedure. Intervention provided was pericardiocentesis. The outcome of the adverse event was fully recovered, fully recovered (no residual effects). The patient required require extended hospitalization because of the adverse event to monitor for any residual effusion post procedure. Relevant tests/laboratory data-act. Generator information was smart ablate. Ablation was performed prior to noting the pe or CT. There was no evidence of steam pop. It was unknown when the event occurred. The flow setting for the irrigated catheter used was nominal settings. Correct catheter settings was selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard and vector. Parameters for stability for the visitag module used were 3mm, 3 sec, 25% 3gm. No additional filter used with the visitag. Since the event is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
On 10-jan-2023, the product investigation was completed. It was reported that a 32-year-old female patient weighing 68.0 kgs. Underwent an unknown ablation procedure with a thermocool®sf nav bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after some ablation had been performed during an accessory pathway procedure, a pericardial effusion was noticed. They reported that the patient experienced a drop in blood pressure. The pericardial effusion was confirmed by ice (intracardiac echocardiograpy). They reported that the medical intervention provided was a pericardiocentesis and 200 cc's of fluid were removed. The patient was reported to be in stable condition. The reason for the pericardial effusion was unknown. The procedure was able to be completed following the pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30902793l number, and no internal actions related to the reported complaint condition were identified.  No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).